Event description:
The manufacturer received information alleging a ventilator was not powering on. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator was not powering on. There was no harm or injury reported. The patient alleges hospitalization due to lungs issue. This information was ommitted on the first report. In this report section b1, b2, h1 and h6 has been updated/corrected.